Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a device eval could not be performed. The investigation is currently underway. This event was reported via mandatory user facility report. Note: mandatory user facility medwatch report denotes an incorrect lot number, the lot number for the device is unk.

Event description:
It was reported by the user facility medwatch report (B)(4) that "the pt underwent placement of a bard ivc (inferior vena cava) filter for dvt (deep vein thrombosis) few months ago. The pt was admitted to the intensive care unit after having been seen in the emergency dept for acute chest pain. A CT scan of the chest confirmed that a strut of the ivc filter broke off and lodged in the pt's heart. The pt was returned to the operating room for removal of the broken piece of ivc filter."